Manufacturer narrative:
Sections d and h updated.

Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. A visual inspection confirms the driver shaft tip is broken off. The broken piece was not returned with the device. The instrument was manufactured in 2019. The device exhibits signs of significant use and wear. A medical investigation was conducted and confirms per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided all of the broken pieces were recovered. Per communications, there was no harm to the patient, no delay in the procedure and a backup device was used to complete the procedure. Therefore, no further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the tip of driver broke off with instrument inside the patient. All pieces recovered, no patient affectation. Evos plate case. No delay. Procedure could be finished using a s&n back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.